Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - multiple back operations/ spinal pain. It was reported that the patient was in an accident and the neurostimulator was damaged. Patient reported a replacement of the ins occurred and issue was resolved. Patient could not recall when this occurred but thought maybe in 2015. Patient stated they met with a manufacturer's representative regarding the replacement of ins in late 2018; the rep reprogrammed the patient's settings on their old ins. No further complications were reported/anticipated.